Event description:
It was reported that the right ventricular (rv) lead had a wide variance in rv coil impedances since implant. The lead remains in use and the patient will be checked in one month and monitor the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314vrm implantable cardioverter defibrillator (B)(6) 2013.